Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, on dividing the stomach, the surgeon was able to squeeze the handle and press the green button, but the staples were not deployed. They replaced the handle to complete the case. No patient injury.